Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's battery case was damaged and the battery pack was unable to fit properly. The root cause for the damaged case could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.